Event description:
High blood glucose levels and ketones (not in dka) [blood ketone body]. Black plunger of the echo pen was not up against the orange bung of the insulin cartridge [device malfunction]. High blood glucose levels and ketones (not in dka) [blood glucose increased]. Case description: does the incident represent a serious public hlth threat? No. This serious spontaneous case reported by a diabetes nurse specialist from the (B)(6) concerns a (B)(6) year old male child with type 1 diabetes mellitus who was using novopen echo (insulin delivery device) and experienced "high blood glucose levels and ketones (not in dka)" beginning on (B)(6) 2014 and also reported "black plunger of the echo pen was not up against the orange bung of the insulin cartridge" beginning from unk date. Pt's height: 132.5 cm. Medical history includes type 1 diabetes mellitus since (B)(6) 2013 ((B)(6) duration). No concomitant medications and no relevant medical history were reported. The pt had reportedly been taking novopen echo from an unk date at home. The diabetes nurse specialist (the reporter) gave the pt a new novopen echo for levemir on an unk date in (B)(6) 2014. The child was in the ward due to high blood glucose levels and ketones (but not diabetic ketoacidosis dka). On (B)(6) 2014, the reporter at the ward who was checking the levemir injection in the morning noticed when doing the air shot that the black plunger of the echo pen was not up against the orange bung of the insulin cartridge so no insulin was dispensed and it was picked up quickly. The reporter stated that the staff wondered if this was a long term problem with the echo pen and the child was getting his background insulin when at home. But the mother of the child stated to the reporter that she had not had problem at home and the previous night and was getting a flow of insulin when doing air shots so it may have just occurred in the hosp. The faulty novopen echo was stopped on (B)(6) 2014, levemir flexpen was used for the doses on the (B)(6) 2014, but as child needed 0.5 unit increments a new echo pen was given. Additional insulin novorapid was given to bring the child's glucose level down. The same dose of background insulin was given with a new echo pen. The events improved after using new novopen echo. The outcome of the event "black plunger of the echo pen was not up against the orange bung of the insulin cartridge" was reported as unk. The outcome of the event "high blood glucose levels and ketones (not in dka)" was reported as recovered on (B)(6) 2014. Reporter's comment: the reporter stated that she had concerns about the safe delivery of insulin with some of the echo pens that they had recently provided for the children and families in their care. The above incident resulted in a clinical incident form been filled out due to a failure in a medical device that could have caused harm to the children if it had not been detected. The likely cause for the incident is that the user is opening the pen when a cartridge is in use and the plunger is retracted back to a neutral position, which means a risk for the plunger not been connected to the bung of the cartridge. The reporter knew that it was not usual practice that one does disconnect the cartridge holder when an insulin cartridge is in use; however, children often give their own insulin and could do this without realizing when fiddling with the pen and then may also not notice the failed air shot. Do we need to make the user more aware of this issue in the written info provided with the pen and in training sessions provided? The other reason is there could be a fault with the device itself.

Manufacturer narrative:
.